Event description:
The customer called to report failed battery test alarms. The customer also stated that the insulin pump was warm around the battery compartment and the battery was hot when it was removed. The customer also reported a blank display. The reported blood glucose reading was 106 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery warming up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to test for failed battery test alarms or test the operating currents due to the blank display.